Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and motor during visual inspection. The insulin pump had minor scratches on lcd window, cracked case on display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had been suffering from low blood glucose and hypoglycemia unawareness. The customer reported their blood glucose has declined to 40 mg/dl. The customer declined to troubleshoot for their low blood glucose. Customer also reported the insulin pump was exposed to water. Customer had gone into the shower while connected to the insulin pump. The customer reported there was water present in the battery compartment and under the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.